Event description:
It was reported that the patient had 2 driver bare metal stents implanted in the rca. Approximately 24 months from the date of the d river stents implant, three endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the rca during a revascularization of the rca. It is reported that the patient suffered an acute non-stemi on the same day of the revascularization. In the investigator's opinion, the event was not related to the study stent. It is reported that the patient recovered without treatment. It is reported that approximately 48 months post implant of the driver stents, the patient expired. The cause of death was the patient was crushed under a vehicle, the patient died at the scene. Investigator has assessed that the event was not related to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (tvr, mi). (B)(4).